Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurses have an arctic sun device currently on a patient that was alarming on (B)(6). They did not see any water flowing to the pads. They had replaced the clear fill tube and the grey fluid delivery line (fdl) on it. They had also tried disconnecting and reconnecting the pads. Confirmed device was still on the patient but biomed was not in front of the device. They were off the floor in their shop. Explained they can walk through troubleshooting the device while on the patient, or they can walk the nurses through troubleshooting if they would want to call. Informed biomed when connecting the pads, they should hold the blue tubing and not the clear clamps when pushing on. Informed biomed if it was still alarming low flow, they can place the device in manual control. They walk the nurses through doing this without the pads connected first to check the device function and rule out if it was a pump issue. If the device was functioning well, they can then connect one pad at a time to check each pads flow to see if it was a pad issue. Biomed was going to go back to the floor and call back to troubleshoot with the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. They did not see any water flowing to the pads. They had replaced the clear fill tube and the grey fluid delivery line (fdl) on it. They had also tried disconnecting and reconnecting the pads. Confirmed device was still on the patient but biomed was not in front of the device. They were off the floor in their shop. Explained they can walk through troubleshooting the device while on the patient, or they can walk the nurses through troubleshooting if they would want to call. Informed biomed when connecting the pads, they should hold the blue tubing and not the clear clamps when pushing on. Informed biomed if it was still alarming low flow, they can place the device in manual control. They walk the nurses through doing this without the pads connected first to check the device function and rule out if it was a pump issue. If the device was functioning well, they can then connect one pad at a time to check each pads flow to see if it was a pad issue. Biomed was going to go back to the floor and call back to troubleshoot with the device. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurses have an arctic sun device currently on a patient that was alarming 01 and 02. They did not see any water flowing to the pads. They had replaced the clear fill tube and the grey fluid delivery line (fdl) on it. They had also tried disconnecting and reconnecting the pads. Confirmed device was still on the patient but biomed was not in front of the device. They were off the floor in their shop. Explained they can walk through troubleshooting the device while on the patient, or they can walk the nurses through troubleshooting if they would want to call. Informed biomed when connecting the pads, they should hold the blue tubing and not the clear clamps when pushing on. Informed biomed if it was still alarming low flow, they can place the device in manual control. They walk the nurses through doing this without the pads connected first to check the device function and rule out if it was a pump issue. If the device was functioning well, they can then connect one pad at a time to check each pads flow to see if it was a pad issue. Biomed was going to go back to the floor and call back to troubleshoot with the device.